Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 36 ml fill 1: 2505 ml drain 1: 4757 ml fill 2: 2496 ml drain 2: 2789 ml fill 3: 2496 ml drain 3: 2819 ml fill 4: 2496 ml drain 4: 2762 ml fill 5: 2394 ml drain 5: 2630 ml the reported drain volume of 4757 ml was 190% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation at the time of the event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intraperitoneal volume. The patient remained asymptomatic: drain 0: 36ml fill 1: 2505ml drain 1: 4757ml fill 2: 2496ml drain 2: 2789ml fill 3: 2496ml drain 3: 2819ml fill 4: 2496ml drain 4: 2762ml fill 5: 2394ml drain 5: 2630ml the reported drain volume of 4757ml was 190% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.